Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. Information was discussed with account and the following was recommended to the surgeon: use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water empty reservoir in sterilizer nightly stop using talc free gloves use non-fragmenting lasik sponge more aggressive use of topical steroids when the diagnosis of dlk is made consider using different microkeratome (currently using moria one use) there is no evidence to suggest the etiology of the dlk is related to the s4 ir laser system. Device manufacture date: unknown; asked but not available at the time of this reporting. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was that the patient required medical intervention with the use of pred forte in the left eye (os) until (B)(6). The patient was last seen (B)(6) 2014, with mild haze in the right eye (od) and areas of thin flap os. Has not returned since. Patient had 1+ diffuse lamellar keratitis (dlk), areas of thin flap, mild central haze. Date of surgery (dos): (B)(6) 2014 post ¿ operative information: 1 day os: 1+diffuse lamellar keratitis (dlk) visual acuity (va): od: 20/20- os: 20/20- 6 days os: 1+ dlk, 1+ punctate epithelial keratitis (pek). Visual acuity: od: 20/20 os: 20/25+. 13 days os: dlk temporal and inferior, slightly improved. Visual acuity: od: 20/20 os: 20/20. 15 days os: dlk or slight ingrowth visual acuity: od: 20/20-1 os: 20/25 29 days os: trace temp dlk versus ingrowth visual acuity: od: 20/20 os: 20/20 2 months 15 days od: mild haze, trace temporal ingrowth. Os: 1 mm temporal ingrowth. Visual acuity: od: 20/20-2 os: 20/20. 4 months 3 days od: trace temporal ingrowth, central haze. Os: flap melt with areas temporal & central surface thinning. Visual acuity: od: 20/20- os: 20/20. 4 months 4 days od: mild central haze. Os: areas of thin flap. No melt. Visual acuity: od: 20/40 os: 20/20.